Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. This event was reported by a bsc sale rep. The reported healthcare facility is: (B)(6). (B)(4). Investigation results: the returned flexiva ID tractip high power single-use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber body measured 315 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was fracture within the connector. When tested on the laser console, it read error #67: fiber expired! Connect new fiber and resume operation. No other problems with the device were noted. The reported event of the flexiva ID tractip high power single-use laser fiber stopped working was confirmed. The reported laser fiber stopped working is consistent with a fiber broken within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that flexiva ID tractip high power single-use laser fiber was used in a ureteroscopy procedure in the ureter performed on an unknown date. During the procedure, the laser fiber stopped working. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.